Manufacturer narrative:
Event date is approximate. The main component of the system. Other relevant device(s) are: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Ubd: 30-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient receiving ¿8 mg/ml¿ of dilaudid at 40 mg/ml via an implantable pump for spinal pain. It was reported the patient experienced a lack of therapy from their pump about six months earlier, in (B)(6) 2017. The patient had an x-ray which revealed a possible catheter break. A dye study was attempted, but the healthcare provider was unable to aspirate the catheter. The patient was brought in for a catheter revisions/replacement. The catheter was replaced because the physician was unable to aspirate the catheter or find a break in the catheter. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as ¿alive-no injury.¿ other medications being taken by the patient at the time of the event were unknown. The patient¿s weight and medical history were also unknown at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the catheter was replaced on (B)(6) 2018, and was discarded. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the patient's lack of therapy had resolved after the revision/replacement. It was never determined what caused the lack of therapy and inability to aspirate the catheter. The patient's weight was provided as (B)(6).